Event description:
Coating coming off wire during the preparation for the procedure, the surgeon identified a concern with the micropuncture kit prior to insertion into the patient. The micropuncture kit was immediately removed from the sterile field before patient contact occurred. A new micropuncture kit was obtained and placed on the sterile field for use during the procedure. No part of the micropuncture kit entered or touched the patient. No patient harm occurred as a result of this event. Procurement was notified regarding this issue, and the procedure continued without further incidents.